Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed that the conducting wires were exposed with the outer sheath and inner lumen damaged, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the driveline damage can be attributed to the chewing of the driveline by the patient's dog as mentioned in the event narrative. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s dog chewed the driveline. It was stated that there were no alarms or abnormal pump operation after the event occurred. The patient was admitted to the hospital. A driveline sheath repair was performed and remains in use. No patient complications have been reported as a result of this event.